Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 44 mg/dl. Customer lost consciousness and contact administered glucagon injection to address bg. Customer was taken to the emergency room (ER). Upon arrival to ER, bg was 204 mg/dl and was treated with intravenous fluids. After 5 hours, bg was in the 140 mg/dl range. Customer left the ER feeling better. Reportedly, customer used manual injections for insulin therapy until the next day when pump therapy was resumed. Tandem technical support reviewed the pump data. No alerts/alarms, malfunctions or device issues were observed. Recommendation was made for the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user on (B)(6) 2018. The user delivered one 21.7 unit bolus for 65 grams of carbohydrates without entering current bg value. There were no erratic basal rate adjustments. The user entered a bg of 68 mg/dl on (B)(6) 2018. Immediately following the user requested and delivered a bolus 22.7 unit bolus for 68 grams of carbohydrates. The user likely transposed the blood glucose value and carbohydrates amount when entering values into the pump. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. Low bg was not entered in the pump by the user on (B)(6) 2018. The user suspended insulin delivery at 1:47 am then set a temporary basal rate of 0% at 3:22 am for approximately 3 hours. It is possible the user¿s basal rate settings need adjustment. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.